Event description:
It was reported that when patient presented in the hospital with twiddler syndrome, upon which a chest x-ray was performed and lead dislodgment was confirmed. Patient mentioned device switched and patient¿s arm being affected due to sleeping on the arm and has routine swimming activities. Device was interrogated and disabled until lead repositioning took place. Patient was stable and remained in the hospital. During another follow up, upon device interrogation, high, out of range, high voltage lead impedance issue was observed on the rv lead. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.